Manufacturer narrative:
This report will be amended when our investigation is complete.

Event description:
It has been reported that following a total knee arthroplasty, the patient was revised for pain and possible tibial loosening.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional and corrected information. Reported event is confirmed. No devices or photos were received; therefore visual and dimensional evaluations could not be performed. The device history records were reviewed for deviations and/ or anomalies with no deviations/ anomalies identified. A previous field action was conducted in which zimmer voluntarily removed the persona trabecular metal tibial implant from the field due to a higher than anticipated complaint rate for radiolucent lines and loosening. The device in question was implanted prior to this field action. The root cause can be determined as a previous design issue. If any further information is found which would change or alter any conclusions or information, a supplemental will be filled accordingly. Zimmer biomet will continue to monitor for trends.